Manufacturer narrative:
Date of event: unknown. Investigation: investigation summary: not confirmed, no bd cause found. Investigation conclusion: the customer issued a complaint for a plunger was pulled out of the syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the IFU what was provided to our customer is detailed enough to avoid mishandling during removal pre-filled syringe from blister. Root cause description: based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the IFU what was provided to our customer is detailed enough to avoid mishandling during removal pre-filled syringe from blister. (B)(4).

Event description:
It was reported that a bd ultrasafe passive¿ x-series needle guard syringe has reverse flow of liquid from the syringe. Leakage occurred from the syringe when plunger pulled out.